Manufacturer narrative:
Correction: in earlier report "product problem" should also have been selected.

Event description:
Additional information was received that surgery occurred in which the leads were explanted and replaced, which resolved the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2021-03012. It was reported that following a patient fall, therapy was lost. X-ray imaging confirmed that lead migration had occurred, and high impedances were measured at the lead contacts. As a result, surgery may occur to address the issue.